Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the device was in ECG mode when connected to a patient. The device displayed, "replace the battery" and then turned off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the device was in ECG mode when connected to a patient. The device displayed, "replace the battery" and then turned off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Event description:
The customer contacted stryker to report that their device powered off by itself during a patient event. The customer advised that the device was in ECG mode when connected to a patient. The device displayed, "replace the battery" and then turned off. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was not able to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The device data was downloaded and analyzed, and no error codes were found. The cause of the reported issue could not be determined.